Event description:
The customer reported that their central nurse's station (cns) was showing comm loss for all transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was showing comm loss for all transmitters. After the initial troubleshooting, it was discovered that the power switch was defective. The customer mitigated the issue by swapping this switch with a known working one. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: comm loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. During troubleshooting, it was identified that the switch for the org of the telemetry devices had failed. The customer indicated there was a power surge. Based on the available information, the most probable cause of the issue is switch failure due to the power surge. There was no malfunction of the cns but rather a failure of a switch. The issue was resolved by replacing the switch.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing communication loss for all transmitters. After the initial troubleshooting it was discovered that the power switch was defective. The customer mitigated the issue by swapping this switch with a known working one. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is showing communication loss for all transmitters.